Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited decreased r-waves. The lead was capped and replaced during routine device change out procedure. The patient's condition was fine post procedure.